Event description:
It was reported that during the superion implant procedure while the physician was attempting to place the 12mm implant there was significant resistance and the implant stopped opening. Upon x-ray, the physician assessed the implant had separated from the inserter and when he removed the inserter, the ring from the implant came off with it. The implant was removed and replaced with a 10mm implant successfully.